Event description:
A customer called adc customer service and he wanted to know when his order of his blood glucose monitoring system kit would be delivered. During the course of the troubleshooting survey, the customer reported his lancing device broke and since he did not have a lancing device available, he started using "a lancet" without the lancing device and once it became painful, he stopped testing his blood glucose. The customer additionally reported he did not take the "correct amount of insulin" and "his sugar went high and he blacked out". The customer reportedly lost consciousness. The paramedics were called and the customer reported he was "intubated" and then taken to the ER and admitted to the hospital overnight. The customer was reportedly diagnosed with hyperglycemia and treated with insulin, electrolytes and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc customer service was able to send to the customer the adc product. The broken device was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.